Event description:
I had received silicone breast implants sometime in (B)(6) 1982. I was only (B)(6) of age and they were a "gift" from my parents. We were completely ignorant of the health risks involved and blindly trusted the medical community. Ignorance is not bliss. I do not know the exact date my health problems started to become apparent. Approx 10 yrs after receiving the silicone breast implants, I developed wide spread muscle pain and allergies to many antibiotics. After many doctors and a variety of tests, I was diagnosed with fibromyalgia. I have adopted a healthy life style with diet and exercise coupled with massage therapy every 2 weeks and chiropractor care to help cope with debilitating pain. In 2009, I was diagnosed with osteoarthritis through out my entire body. Since 1998 I have also been afflicted with migraines, multiple chemical sensitivities, episodes of vertigo, feeling dizzy most days, extreme fatigue, memory loss and brain fog. The list goes on and on. I am certain the cause of my condition is from the chemicals in these silicone breast implants I've been carrying in my chest for nearly 35 years. I am currently searching for a plastic surgeon with experience in removing silicone implants along with the capsule and any residual silicone particles and affected lymph nodes. Since insurance doesn't cover this procedure I am currently unable to afford to follow through with explantation. By the way in 1990 we tried to get info from my surgeon to identify the MFR of my implants. He had retired by that time and claimed he had no record of my surgery. We attempted to get info from the hospital where my surgery was performed without success. Since 2016, I have developed discomfort in my left breast while laying on my back. The discomfort has progressed to a mild yet constant pain.